Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of calibration and sensor errors. The customer states the stem broke off and went to the hospital to see if it was lodged in the customer's body. The customer states they could not find the probe. The customer's blood glucose level at the time was 152mg/dl. The customer states there was also blood upon sensor insertion. Troubleshooting was conducted. The customer was advised to replace sensor and monitor the device. The sensor is being replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Unable to confirm the blood at site complaint due to the customer did not return the insertion needle. Only the sensor.